Event description:
It was observed during device evaluation that the rigid video laparoscope had distal fiber breakage. Dents were noted on the distal edge of the objective frame, along with dents and bending on the outer tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable events were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.